Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off and then powered itself back on 30 to 45 seconds after it powered off while being used on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off and then powered itself back on 30 to 45 seconds after it powered off while being used on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off and then powered itself back on 30 to 45 seconds after it powered off while being used on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
The customer provided physio-control with the patient information. Sections a1, a2, a3, a4, and b7 have been updated.